Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect. Reportedly, the customer received the pump and began insulin therapy via the pump without updating the pump time and date to be accurate. The pump time and date were updated to be accurate, and customer continued to use the pump for insulin therapy. Customer's blood glucose level was 300 mg/dl.